Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva system within 10 minutes: hi (result > 33.3 mmol/l), 9.2 mmol/l and 7.4 mmol/l. Customer took 10 units of humalog insulin following these results. Customer had no symptoms at the time of the results. No adverse event occurred. The manufacturer requested return of suspect product for evaluation.